Manufacturer narrative:
The serial number was not provided. The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturers' investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that a no external power alarm occurred, which could have been associated with the mobile power unlit's power cord coming loose. It was reported that the lvad clinicians inspected the mobile power unit and there was nothing wrong with it. No further information was provided.